Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/18/2025 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)?please explain. --during use on the patient. H3 investigational summary: the product was returned to ethicon for evaluation. Two used needles that pertains to product code vcp493h were received for analysis. During the visual inspection of the returned needles, the swage and attachment area was noted to be as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was observed. In addition, the sutures were not returned for evaluation; therefore, the cause of the reported event could not be determined. In addition, two photos were provided showing two foils and two needle inside the plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.